Manufacturer narrative:
(B)(4) initial report additional information including patient medical history has been requested in order to progress with this investigation and will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be reviewed when received. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Patient had to return to hospital a few weeks after primary surgery for an irrigation and debridement due to infection.

Manufacturer narrative:
(B)(4) final report. Please note: this MDR was originally filed on 19 apr 2016 to an esubmissions test account. The device details were provided, this the associated device manufacturing records could be identified and reviewed. It was confirmed that all four components had been manufactured, cleaned, packaged and sterilised to the correct specification. At this time it is concluded that the corin devices didn't cause or contribute to the patient's experience. Based on this, corin now considers this case closed, however, should any new information be provided, this case can be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Patient had to returned to hospital a few weeks after primary surgery for an irrigation and debridement due to infection.